Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the fiber test was found to be failing. Once testing was completed, the clock spring fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis concluded that the clock spring fiber was found to be the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure; intuitive surgical inc. Representative reported to technical service engineer (tse) that the vessel sealer extend (vse) on universal surgical manipulator (usm) arm 3 was unable to manipulate after cutting. The system did not have any warning/error messages. The customer reinstalled vse to make usm arm 3 back to normal; however, the issue occurred again after the vse cutting occurred. The customer exchanged another vse on usm arm 3 and installed the suspected defective vse on usm arm 4 but both arms had the same issue. Tse explained that the issue may fomh delay by master tool manipulator right (mtmr) and instructed the surgeon to manipulate the vse by mtmr. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not disable or discontinue any arms during the procedure. Yes, the procedure was robotically completed with all 4 usm arms. There was a typo. The issue was caused by master tool manipulator right (mtmr) grip, so the surgeon manipulated vse by master tool manipulator left (mtml) to complete the procedure. Mtmr was working well for instruments except vse. Intuitive followed up with the nurse and obtained additional information. The customer reconnected the cables of the ssc shs. Performed the ergo calibration. The system worked normally. The procedure was converted to another xi system. There was no patient harm and patient tolerated the change. Surgeon did not disable the tissue. Procedure was completed with the four arms.